Manufacturer narrative:
The customer reported that the device failed the opcheck defib, pacer, and pads/paddles ECG tests. Philips evaluated the device, confirmed the problem, and repaired it by replacing the power pca. The device passed all testing and was returned to the customer.

Event description:
The customer reported that the device failed the opcheck defib, pacer, and pads/paddles ECG tests.